Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the "quick disconnect" for the programmer head under the keyboard on the programmer was positional and devices were not able to be interrogated. It was further noted that the door for the electrical cord was broken. A new electrical cord and programmer head were requested. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer head connector was loose. It was also noted that the tabs on the power cord bay door were broken and the keyboard hinges were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.